Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('persistent bleeding') in a 22-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included tubal ligation in 2008, c-section in 2003, multi gravida, parity 4 (date of births:((B)(6) 2003, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)), penicillin allergy, rash generalised, epigastric pain and vomiting blood. Essure did not caused birth defects. Previously administered products included for to reduce cyst: oral contraceptives nos in 2016. Concurrent conditions included bacterial infection (not recovered prior to essure), vaginal discharge (not recovered prior to essure), bleeding menstrual heavy (some light bleeding), feelings of weakness, pityriasis rosea, gastroesophageal reflux disease (established (worsening)), anemia, cyst of ovary, helicobacter gastritis, bleeding menstrual heavy (last for 3 days), diverticulitis, abdominal tenderness and body mass index normal. Family history included breast cancer (paternal grandmother), arthritis (maternal grandmother) and hypertension (sister). Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced bacterial infection ("infection (other) bacteria"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pain/pain (pelvic/abdominal) (constant/intermittent severe at times)"). In 2015, the patient experienced abdominal pain ("pain (abdominal) (constant/intermittent severe at times)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and underwent scar excision ("scar tissure removal"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (ablation on (B)(6) 2009 and removal on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, bacterial infection, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, weight increased and scar excision outcome was unknown. The reporter considered abdominal pain, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, scar excision, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she need for additional surgery. No complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Lmp began (B)(6) 2017 current weight: 143 lbs . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: plaintiff information form received. Event "scar" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 4 (date of births:((B)(6)2003, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)), c-section in 2003, tubal ligation in 2008, penicillin allergy, rash generalised, epigastric pain and vomiting blood. Essure did not caused birth defects. Previously administered products included for to reduce cyst: oral contraceptives nos in 2016. Concurrent conditions included bacterial infection (not recovered prior to essure), vaginal discharge (not recovered prior to essure), bleeding menstrual heavy (some light bleeding), feelings of weakness, pityriasis rosea, gastroesophageal reflux disease (established (worsening)), anemia, cyst of ovary, helicobacter gastritis, bleeding menstrual heavy (last for 3 days), diverticulitis, abdominal tenderness and body mass index normal. Family history included breast cancer (paternal grandmother), arthritis (maternal grandmother) and hypertension (sister). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2009. In 2009, the patient experienced bacterial infection ("infection (other) bacteria"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2015, the patient experienced pelvic pain ("pain/ pain/pain (pelvic/abdominal) (constant/intermittent severe at times)") and abdominal pain ("pain (abdominal) (constant/intermittent severe at times)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, bacterial infection, headache, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she need for additional surgery. No complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Lmp began (B)(6) 2017. Current weight: (B)(6). Most recent follow-up information incorporated above includes: on 13-feb-2018: pfs and medical records received: reporters details added. New events were added as infection (other) bacteria, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain (pelvic/abdominal) (constant/intermittent severe at times), weight gain, she did not undergo an essure confirmation test. Historical, concomitant condition and drugs were added. Product indication added. Relevant test was added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('persistent bleeding') in a 22-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included tubal ligation in 2008, c-section in 2003, multi gravida, parity 4 (date of births:(B)(6) 2003, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)), penicillin allergy, rash generalised, epigastric pain and vomiting blood. Essure did not caused birth defects. Previously administered products included for to reduce cyst: oral contraceptives nos in 2016. Concurrent conditions included bacterial infection (not recovered prior to essure), vaginal discharge (not recovered prior to essure), bleeding menstrual heavy (some light bleeding), feelings of weakness, pityriasis rosea, gastroesophageal reflux disease (established (worsening)), anemia, cyst of ovary, helicobacter gastritis, bleeding menstrual heavy (last for 3 days), diverticulitis, abdominal tenderness and body mass index normal. Family history included breast cancer (paternal grandmother), arthritis (maternal grandmother) and hypertension (sister). Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced bacterial infection ("infection (other) bacteria"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pain/pain (pelvic/abdominal) (constant/intermittent severe at times)"). In 2015, the patient experienced abdominal pain ("pain (abdominal) (constant/intermittent severe at times)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and underwent scar excision ("scar tissue removal"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (ablation on (B)(6) 2009 and removal on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, bacterial infection, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, weight increased and scar excision outcome was unknown. The reporter considered abdominal pain, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, scar excision, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she need for additional surgery. No complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Lmp began (B)(6) 2017. Current weight: 143 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding") in a 22-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 4 (date of births:((B)(6) 2003, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008)), c-section in 2003, tubal ligation in 2008, penicillin allergy, rash generalised, epigastric pain and vomiting blood. Essure did not caused birth defects. Previously administered products included for to reduce cyst: oral contraceptives nos in 2016. Concurrent conditions included bacterial infection (not recovered prior to essure), vaginal discharge (not recovered prior to essure), bleeding menstrual heavy (some light bleeding), feelings of weakness, pityriasis rosea, gastroesophageal reflux disease (established (worsening)), anemia, cyst of ovary, helicobacter gastritis, bleeding menstrual heavy (last for 3 days), diverticulitis, abdominal tenderness and body mass index normal. Family history included breast cancer (paternal grandmother), arthritis (maternal grandmother) and hypertension (sister). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2009. In 2009, the patient experienced bacterial infection ("infection (other) bacteria"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2015, the patient experienced pelvic pain ("pain/ pain/pain (pelvic/abdominal) (constant/intermittent severe at times)") and abdominal pain ("pain (abdominal) (constant/intermittent severe at times)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, bacterial infection, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she need for additional surgery. No complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Lmp began (B)(6) 2017. Current weight: 143 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.